Event description:
A report was received that the patient had high impedances. It was mentioned that the leads were not functioning. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg) model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 14119537 description: next generation anchor kit sterile.

Event description:
A report was received that the patient had high impedances. It was mentioned that the leads were not functioning. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had high impedances. It was mentioned that the leads were not functioning. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had high impedances. It was mentioned that the leads were not functioning. The patient will undergo an explant procedure.